Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13052. It was reported, the pt was not receiving effective stimulation in her lower back. During a surgical procedure, it had been determined lower back coverage could not be obtained. The physician opted to remove the lumbar leads. The other lead was left implanted to provide foot coverage. The pt had effective stimulation coverage for her foot area postoperative. The pt was informed there was nothing more that could be done for her back pain. The pt was referred to the power over your pain website.